Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had visible silicone. The following information was provided by the initial reporter translated from spanish to english: service reports that while the hydromorphone batch was being conditioned, it is identified that (4) four units of 5 ml syringes, lot: 3291127, fv: (B)(6)2028 have a high viscosity translucent liquid inside, so they are withdrawn from the production area.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported the syringes have a high viscosity translucent liquid inside. To aid in the investigation, photos were received for evaluation by our quality team, and it is possible to confirm the visible silicone defect. This defect could occur if the machine stopped with the syringe positioned under the silicone applicator nozzle. A device history record review was completed for provided material number 990408, lot 3291127. Inspections were carried out according to plan and no record of this defect was observed. There were no quality notifications or maintenance events related to this incident. Evaluation of retention samples was performed and no parts with excessive silicone were found. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis, the defect reported by the customer is confirmed.